Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted posteriorly. The proximal filter apex was in contact with the posterior wall and filter struts had perforated outside the wall of the inferior vena cava (ivc) with near impingement on the overlying bowel anteriorly. The patient further reported having experienced an emotional reaction associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage to the patient, including, physical and emotional damages due to posterior tilt of the ivc filter with the proximal filter apex contacting the posterior wall and perforation of filter struts outside the ivc wall with near impingement on overlying bowel anteriorly. As a direct and proximate result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient was treated with an optease vena cava filter. The information provided indicated that the filter malfunctioned and caused posterior tilt of the ivc filter with the proximal filter apex contacting the posterior wall and perforation of filter struts outside the ivc wall with near impingement on overlying bowel anteriorly. According to the patient, the filter has perforated outside the inferior vena cava (ivc) with all 6 primary struts perforating the ivc wall, perforated into the organs, impinging on the posas muscle posteriorly and overlying bowel and tilted. The patient became aware of the events approximately ten years and two months post implant. The patient also reports concern about the filter, that it will cause more harm and has lower abdominal pain and lower leg swelling. According to the medical records the patient had a history of left lower knee surgery and developed an immediate post op pulmonary embolism. An ivc filter was placed, the procedural details were not provided. Approximately 4 years post placement, a magnetic resonance imaging (MRI) scan was performed for complaints of right arm and neck pain. Findings noted degenerative disc disease at c3-c4, c4-c5, and c6-c7. 14 months later, an abdominal x-ray was performed for evaluation of the ivc filter, findings noted that the filter is unchanged in position, projecting over the right margin of l3-l4. A computed tomography (CT) of the abdomen and pelvis was performed for appendicitis 3 months later. The impression noted no definite cause of abdominal or flank pain. An x-ray noted moderate stool in the colon. Approximately 1 ½ years later, the patient underwent a CT scan of the abdomen and pelvis for acute abdominal pain with a history of testicular cancer and left nephrectomy. The findings noted no acute process, chronic constipation and the presence of surgical clips throughout the peritoneum. Venous duplex scan was performed for limb swelling, findings noted no evidence for acute or chronic deep vein thrombosis. Approximately 2 weeks later, ultrasound (u/s) of the abdomen was performed for complaints of abdominal pain, no acute process was identified. A nuclear myocardial stress test was performed the same day for complaints of chest pain and was negative for reversible ischemic disease. On the following day, CT angiography of the chest was performed to rule out pe, findings were negative. 4 months later, there was imaging of the left knee, cervical spine and left hand, status post an unspecified fall, were negative for fractures. Approximately 3 weeks later, an MRI of the spine was performed for complaints of back pain, findings noted overall no significant interval change. Approximately 1 year later, CT angiogram of the chest was performed, the indication was vascular disease. The impression noted that there was no evidence of significant pathology. 17 months later, a CT of abdomen (abd) performed for complaints of abd pain. The initial final report, noted that the scan was performed for complaints of abd pain, the impression was no bowel obstruction and no acute findings, an infrarenal ivc filter was identified as well as a penile prosthesis. Those images were submitted for independent review, the findings noted filter tilt, 6 primary struts perforate the wall of the ivc with near impingement of the bowel and right ureter and direct impingement of the right psoas muscle. No strut facture was identified, left kidney is surgically absent and small amount of calcified plaque were observed in the aorta and iliac arteries. 7 months later, an abd x-ray was performed for evaluation of the ivc filter, findings noted the ivc filter at the level of l3-l3, no acute findings. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel/ivc perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images for review the reported tilt and perforation could not be confirmed. Anxiety, abdominal and back pain, and lower limb swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: a2, b3,additional b5 narrative: according to the patient, the filter has perforated outside the inferior vena cava (ivc) with all 6 primary struts perforating the ivc wall, perforated into the organs, impinging on the posas muscle posteriorly and overlying bowel and tilted. The patient became aware of the events approximately ten years and two months post implant. The patient also reports concern about the filter, that it will cause more harm and has lower abdominal pain and lower leg swelling. According to the medical records the patient had a history of left lower knee surgery in (B)(6)of 2009 and developed an immediate post op pulmonary embolism. Ivc filter placed (B)(6)2009, procedural details were not provided. Approximately 4 years after filter placement, a magnetic resonance imaging (MRI) scan was performed for complaints of right arm and neck pain. Findings noted degenerative disc disease at c3-c4, c4-c5, and c6-c7. 14 months later, an abdominal x-ray was performed for evaluation of the ivc filter, findings noted that the filter is unchanged in position, projecting over the right margin of l3-l4. A computed tomography (CT) of the abdomen and pelvis was performed for appendicitis 3 months later. The impression noted no definite cause of abdominal or flank pain. An x-ray noted moderate stool in the colon. Approximately 1 ½ years later, the patient underwent a CT scan of the abdomen and pelvis for acute abdominal pain with a history of testicular cancer and left nephrectomy. The findings noted no acute process, chronic constipation and the presence of surgical clips throughout the peritoneum. Venous duplex scan was performed for limb swelling, findings noted no evidence for acute or chronic deep vein thrombosis. Approximately 2 weeks later, ultrasound (u/s) of the abdomen was performed for complaints of abdominal pain, no acute process was identified. A nuclear myocardial stress test was performed the same day for complaints of chest pain and was negative for reversible ischemic disease. On the following day, CT angiography of the chest was performed to rule out pe, findings were negative. 4 months later, there was imaging of the left knee, cervical spine and left hand, status post an unspecified fall, were negative for fractures. Approximately 3 weeks later, an MRI of the spine was performed for complaints of back pain, findings noted overall no significant interval change. Approximately 1 year later, CT angiogram of the chest was performed, the indication was vascular disease. The impression noted that there was no evidence of significant pathology. 17 months later, a CT of abd performed for complaints of abd pain. The initial final report, noted that the scan was performed for complaints of abd pain, the impression was no bowel obstruction and no acute findings, an infrarenal ivc filter was identified as well as a penile prosthesis. Those images were submitted for independent review, the findings noted filter tilt, 6 primary struts perforate the wall of the ivc with near impingement of the bowel and right ureter and direct impingement of the right psoas muscle. No strut facture was identified, left kidney is surgically absent and small amount of calcified plaque were observed in the aorta and iliac arteries. 7 months later, an abd x-ray was performed for evaluation of the ivc filter, findings noted the ivc filter at the level of l3-l3, no acute findings.additional information is pending and will be submitted within 30 days upon receipt.